Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that he developed symptoms after obtaining inaccurate high readings on his onetouch ultra meter. The medical affairs specialist (mas) spoke with the patient the following month, to obtain/verify the following information. The patient first became concerned with his meter readings on original date, when his meter read "202, 204, and 204 mg/dl" because his typical meter readings are usually around 120 mg/dl. These readings were taken at breakfast, lunch and dinnertime, respectively. He denied making any changes to his diabetes management as a result of these higher meter readings and continued to take his usual dose of medications. The patient takes fixed dosages of the following diabetes medications (70/30 insulin, symlin, glimepiride, precose, and actos) but indicated that he would take a decrease dosage if his blood glucose levels get below 70 mg/dl. He also did not make any adjustments to his usual diet or activity levels. The patient reportedly did not have any symptoms at breakfast and lunchtime; however, he stated he was feeling lightheaded and shaky before dinnertime (around 6:15pm) when he obtained the "204 mg/dl" reading. He continued to take his usual before dinnertime medications but also drank half a glass of orange juice as a result of his symptoms. The patient stated that he felt better after he ate dinner, which was around 8pm that night. He was unable to explain what could have caused his symptoms that day. He did not receive any other forms of treatment. When the customer care advocate (cca) went through troubleshooting with the patient, the cca discovered that expired test strips were used, which can contribute to inaccurate meter readings. Replacement products were sent to the patient. There was no evidence that the product malfunctioned since expired test strips were used, which is known to contribute to inaccurate high meter readings. However, this complaint is being reported because, the patient allegedly became hypoglycemic after obtaining high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.